Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the body temerature was displayed incorrectly.

Event description:
It was reported that the body temperature was displayed incorrectly.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found the returned sample met specification. The catheter was dissected on the catheter and it was found that the wire was in good condition. The exact time of how and when problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed in the facility prior to shipping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes."